Event description:
On (B)(6) 2012, the patient reported that she noticed insulin in the cartridge compartment of her infusion device. She stated that it looked like condensation. Troubleshooting with the patient revealed that there may have been insulin leaking from the luer lock of the infusion set. The patient was able to clean the infusion device and continue infusion device therapy. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.